Event description:
It was reported to medtronic minimed that the customer reported that the cracked pump. The customer experienced hypoglycemia with blood glucose value of 44 mg/dl. The customer reported hypoglycemia was treated with hospitalization. The event involved product(s) mmt-1880, mmt-332a, mmt-305qs, acc-1601, unomedical. Troubleshooting was performed and the functionality was affected. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event or not. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event or not. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. No product return is required for mmt-305qs. No product return is required for acc-1601. Product return for mmt-1880 is expected and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. On a related svn: (B)(6), the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. On a related svn: (B)(6), the motor functions properly during the testing, including the rewind test. No rewind anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. The test battery was removed and reinserted with no failed battery test alarm noted. No charge/battery anomaly or failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 5.0 received the low battery alert (104) on (B)(6) 2022 19:10:00 after more than 7 days at 18.31 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was received with cracked battery tube threads, cracked case at the battery tube side and a small portion of the belt clip rails are broken off. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, stained serial number label, scratched keypad overlay, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 26-jun-2025 of the daily total collection start time, the daily total of basal insulin delivered = 39750 (3.975 u) and daily total of bolus insulin delivered = 202000 (20.2 u) which is equal to the daily total of all insulin delivered = 241750 (24.175 u) on the primary svn: (B)(6). Perform the history review 1 week prior to the event date 26-jun-2025, there were no unexpected pump error(s)/alarm(s) noted in the pump history file on the primary svn: (B)(6). The pump history file lists data on (B)(6) 2022 to on (B)(6) 2025. On a related svn: (B)(6), unable to perform the history review 1 week prior to the event date 04-aug-2025 in the pump history file due to no data available. Unable to verify no delivery/occlusion alarm, charge/battery lasts less than expected and failed batt test in the pump history file due to no data available on a related svn: (B)(6). However, during testing, no unexpected no delivery/occlusion alarm, charge/battery anomaly or failed batt test alarm noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. In further checking of the pump history records: battery cycle 5.0 received the low battery alert (104) on (B)(6) 2022 19:10:00 after more than 7 days at 18.31 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.9 mv). Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. The j1 keypad connector on pcba 1 was properly locked. The pump passed the functional testing. Unable to confirm alleged low bgs. Damage- cracked case battery tube confirmed at the back of the pump. Damage- belt clip damage or missing confirmed at the back of the pump. No communication-between pump & xmtr not confirmed. Drive/motor anomaly-rewind not confirmed. Delivery anomaly-no delivery/occlusion alarm not confirmed. Activation-keypad/button unresponsive not confirmed. Power problem-charge/battery lasts less than expected not confirmed. Power problem-failed battery test not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.